Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, diagnostic imaging was performed revealing a right atrial (ra) lead dislodgement. A ra lead revision is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right atrial (ra) lead. The patient was in stable condition.